Event description:
A user facility returned the olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope to olympus for repair due to a report that a piece of the scope broke off. The problem, as reported to olympus, was identified during preparation for use. Upon inspection and testing of the returned device, it was found that light guide bundle was broken and protruding form the insertion section to the outside. This report is submitted due to the broken light guide bundle protruding form the insertion section to the outside. As the problem was identified during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the the s-connector light guide prong broken and the inside light guide bundle broke; the image was observed dark due to the broken light guide bundle. In addition, the evaluation found a crack of adhesive on the a-rubber. The investigation is ongoing and the defnitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a damaged light guide bundle likely caused the event however, the root cause of the damage could not be identified. The following is included in the device instructions for use (IFU) and may have helped prevent the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur." "To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device.